Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and found that the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the motor device overheated. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.